Manufacturer narrative:
B5: information was previously reported in regulatory report # 3007566237-2018-00212. All further information regarding regulatory r eport # 3007566237-2018-00212 will be sent/included in this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional informationwas received from a manufacturer's representative (rep). It was reported that the patient's impedances showed a contact that was green but still was 12000 ohms. No symptoms reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the patient was getting an out of regulation message and they had tried multiple programming options. The representative had tried programming bioples, guarded cathodes and double guarded cathodes with pulse widths from 900us down in 100us increments and the patient was not getting stimulation sensation. The impedances were between 2000 and 4000ohms for all electrodes. Additional information received from the manufacturer representative reported that the patient was not feeling paresthesia and they were concerned the out of regulation was preventing the patient from receiving therapy. It was noted that contacts 4-7 had impedances that were out of range high and programming contacts 0-3 alone didn¿t work. It was mentioned that the contacts were all showing as green and ¿good¿ when they seemed to be high and the likely reason it was not working. Surgical intervention was planned but had not been scheduled to replace the leads and the patient was going to have a surgical consult.